Event description:
A report was received that the patient's precision system was explanted to staphylococcal infection at the pocket site. The physician reported that the metal in the device could not have caused the wound not to heal properly, therefore, causing the infection. The physician was not sure if the patient was allergic to metal. The patient is reportedly doing well following the procedure.

Manufacturer narrative:
The explanted devices will not be returned to bsn as they were discarded by the medical facility. A review of the manufacturing documentation of the explanted ipg and leads found no anomalies and deviations potentially related to the event occurred during manufacturing. A review of sterilization records found them to be satisfactory. This is the final report.